Event description:
Additional information received reported the patient had skin erosion of the implantable neurostimulator (ins). The cause of the event was determined and it was not device related. A revision was done. Following the revision, the patient had recovered without permanent impairment.

Manufacturer narrative:
Product ID 3387-40, lot# j0306938v, implanted: 2003 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 748240, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3387-40, lot# j0220171v, implanted: 2002 (B)(6); product type lead product ID 37602, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had erosion and the implantable neurostimulator (ins) was exposed on the right side. The patient was concerned with erosion of the ins on the central part of the incision. The patient¿s therapy was good and there were no fever, chills, purulent discharge, erythema, tenderness, or night sweats. The patient did have symptoms of drainage and incisional wound opening. The last time the patient saw their healthcare professional (hcp) the healing and wound looked very well. When the patient met with the hcp, the wound visually looked well healed except for a 7-8 mm thin skinned opening in the center of the incision where the ins was visible underneath. The ins was not extruding from the incision. The hcp stated, the ins was probably colonized with bacteria and a surgery would be needed to revise the scar, irrigate the wound, and remove the ins. That would be followed by long term antibiotics. A removal surgery was scheduled for 2015 (B)(6). During the revision, the wound was opened and irrigated. The patient¿s labs done before the revision did not suggest infection so the hcp moved the pocket to attempt to keep the device implanted. A culture of the pocket was taken during the revision. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.